Manufacturer narrative:
(B)(4). Batch # t92c2d. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was cycled and no clips were fed into the jaws even though the device was being actuated in several occasions. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. The device was disassembled in order to evaluate the condition of the internal components and no anomalies were noted. In addition, 9 clips were found inside clip track. No conclusion could be reached as to what may have caused the reporting incident. A manufacturing record evaluation was performed for the finished device batch t92c2d number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number t92c2d, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy, clip applier sliced an artery. When the clip applier was used to clip the artery, the clip caused shearing and a bleed proximal to the clip. Therefore, the slip caused the cut, not the jaw of the device. It happened twice with the same el5ml device. A new el5ml was used to complete the case and stop the bleeding. The bleeding while trying to manage the case was reported to be negligible, no changes to patient's post-op management. The procedure was delayed by 15-minutes. There were no patient consequences.